Manufacturer narrative:
(B)(4).

Event description:
The patient experienced painful stimulation on his left side. He felt the painful stimulation when pressure was placed at lead-extension location on the right side of his head. The patient met with his health care professional and the implantable neurostimulator (ins) was turned off. Turning off the ins stopped the painful stimulation but resulted in a return of the patient's symptoms. A manufacturer's representative met with the patient and measured impedances <250 ohms on the right side neurostimulator. At 1.5v the following impedances were reported: c-0=1017 15ua, c-1=1034 15ua, c-2=960 15ua, c-3=938 16ua, 0-1=1080 14ua, 0-2=1099 14ua, 0-3=1162 14ua, 1-2=<50 276ua, 1-3=1017 15ua, 2-3=1008 15ua. At 3.0v the values were 1-2= <50 and 543ua. The patient was programmed on electrodes c-1 and the therapy impedance was 657 ohms. Additional information has been requested; a follow-up report will be sent if additional information becomes available. See also manufacturer's report #3004209178201104835.